Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s938usqu9czdp hardware: sm-s938u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient's blood glucose level reached 264 mg/dl while wearing the pod between 4 and 24 hours. Patient stated that the pod fell off the infusion site (abdomen) while administering a bolus causing the cannula to dislodge. Patient confirmed normal blood glucose levels after successfully administering the bolus.